Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline cut approximately 3 inches from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and the sealed outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. The report of suboptimal cannula position could not be confirmed as the inflow conduit was not returned and the x-ray images taken were not provided. Examination of the rotor upon disassembly of the returned pump revealed a thrombus formation surrounding its bearing ball. The lamination and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. A deposition of loosely coagulated blood was observed on the body of the rotor. Its lack of structure indicates that this deposition formed acutely and did not likely contribute to the reported event. Further examination of the pump revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not be determined, its areas of denaturation, as well as the contact marks on the rotor¿s bearing cup, suggest that it was present while the pump was supporting the patient. Although a specific cause for the development of the observed depositions could not conclusively be determined through this evaluation, the thrombus formations could have contributed to the reported elevations in pump power. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of the device is 4 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2016, the patient presented to an outpatient clinic with elevated pump powers and shortness of breath. During cardiac catheterization it was found that no flow was seen going through the device and pump thrombosis was suspected. No specific treatment was rendered as the patient's condition deteriorated. A pump exchange was performed on (B)(6) 2016. Information was received that at unspecified times post-implant, the patient had experienced several previously unreported episodes of gastrointestinal bleeding for which adjustments were made to the anticoagulation regimen. Additionally, it was reported that since implantation of the lvad, it appeared that the patient's heart had remodeled, leading to suboptimal cannula position. Images taken were not provided. No additional information was provided.